Event description:
The gi techs, reprocessing the endoscopes in the gi lab, reported finding a "sticky film" on the outside of a colonoscope (cf-hq109l) after it was removed from the automated endoscope reprocessor performing high level disinfection. The film appeared in different areas of the insertion tube in a very thin layer and was dull in appearance in comparison to the glossy outer coating of the endoscope. The film did feel sticky to the touch. There was concern that the endoscope was not cleaned adequately for patient use and went through repeated complete reprocessing with no effect to the residue. Dawn detergent was used as recommended by olympus for substances that may not be removed with the enzymatic detergent routinely used. The endoscope was quarantined due to the concern it was not cleaned properly for patient use. At the time, the gi tech who manually cleaned the endoscope did not recall noticing the stickiness while cleaning the scope the first time. The next day, it was reported by the gi techs reprocessing endoscopes that 2 additional endoscopes were found to have the "sticky film" on the endoscope. The 2 additional endoscopes were a pediatric colonoscope (pcf-h190l) and a gastroscope (gif-hq190). Again, the sticky film was visually noticeable but not localized to a particular area on the endoscope. In thorough questioning of the gi techs, there was some concern that there could have been an endoscope the previous week with some stickiness on it, but nothing was investigated as the tech felt they removed it when drying the endoscope. A contributing factor has not been identified for this event at the present time. All of the scopes have been visualized under magnification and the sticky film was only found on the initial three scopes identified yesterday. Olympus representatives were in the department and completed a full circle review of our workflows--from the time the scope is transported to the procedure room until the time the scope is placed back in the cabinet for reuse after high level disinfection (hld). No "red flags" were identified and the gi team was commended for hardwired processes olympus has not been notified of any other locations reporting this same issue the medivators dsd edge reprocessors (scope washers) were evaluated. They are up to date on all preventative maintenance, including internal and external filter changes. There has been no change in any of the chemicals used in these machines and no changes to any of the chemicals used in other steps of the cleaning process. The olympus rep assisted in removing the sticky film with alcohol, adhesive remover, and more aggressive friction. The olympus rep reported that she feels the scopes can now be placed back into service.